Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for spinal pain. It was reported that the patient mentioned they had been in the hospital 3 times in the last month due to a catheter issue. Patient stated they had a fall and the catheter broke open and went necrotic and now it would not heal from where it was in their spine. Patient had to go through about 2 surgeries, they closed it because it was tunneling 3 or 4 inches in depth, "they could not just shut it and call it a day". Patient mentioned they had an appointment with their new healthcare provider tomorrow.

Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.